Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to have experienced sensor glucose versus blood glucose differences with threshold suspend when blood glucose was not low. Customer's sensor glucose was 40 and blood glucose was 140 mg/dl. Customer also reported to have received a calibrate alert, and after calibrating, customer received a change sensor alert. Customer reported to have received message with three sensors from the same box. After troubleshooting, customer was advised that sensors would be replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.